Manufacturer narrative:
(B)(4). Photo evaluation: photo provided was reviewed and revised detail of the photo showed the mismatch of the generator unit serial number to the generator box serial number. Based on the pictures alone, the event is confirmed however no conclusion could be reached on how the reported event occurred. Unfortunately, there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported by the affiliate that during installation, they detected serial number inconsistency issue. The serial number on the machine is (B)(4) while on the carton, the label states (B)(4). It was not used in a medical procedure.